Manufacturer narrative:
Insulin pump received with cracked or bleeding lcd glass. Unable to perform self-test and displacement test due to cracked or bleeding lcd glass. Insulin pump had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damage on screen and corner. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.